Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The product was not returned. One photo shows the lens on a video monitor. One haptic was broken in the gusset area. The second photo of the lens shows the lens on the outer lip of the lens case base. One haptic was broken in the gusset area. We are unable to determine if solution was present on the lens due to the quality of the photos. Due to the lens being outside of the lens case shows that handling has occurred. Based on our observation of the attached photos, the haptic was broken. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, haptic was broken when opened the lens package. The patient was left aphakic and second surgical action was required to insert the lens with no patient harm. Additional information was requested

Manufacturer narrative:
The lens was returned in the lens case inside the opened carton. Solution was dried on the lens. A dark solution is observed on the edge of one of the haptics. One haptic is broken in the distal area with the broken piece adhered to the optic by solution. The opposite haptic is broken in the gusset area (not returned). A crack is observed in the center of the optic on the anterior side. A mark is observed near the crack. The returned lens matches the provided photo(s). The product investigation could not identify a root cause for the reported complaint. The reported haptic damage was observed. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).